Event description:
It was reported that the customer was hospitalized with ketones. Attempted to contact the customer and the mother called back and left a message confirming that her son was in the hospital due to diabetes ketoacidosis, but the insulin pump was off and he had the stomach flu. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.